Event description:
Meter name: profile. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy, not feeling good. A patient reported that not able to check blood sugar. Their meter allegedly had missing segments. The result on their meter was last noted result as low as 69mg/dl. Treatment was unknown. No further info has been reported.